Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: incisional left lumbar hernia. Postoperative diagnosis: same. Procedure: repair of incisional left lumbar hernia. Indication: the patient is a 47 year old black female with a history of cancer of the left kidney who had a left nephrectomy performed by dr. (B)(6). The patient has complained of left lumbar pain and bulging subsequent to the surgery. She was evaluated by myself at the request of dr. (B)(6) and was found to have an incisional left lumbar hernia. The patient was advised that the surgery would be necessary and all of the risks involved were explained to her in detail. She has agreed for the repair of the hernia to be done with mesh under general anesthesia. Findings: ¿hernia through the incision was noted.¿ description: ¿after the patient was brought to the operating room, she was placed in the right lateral decubitus with a beanbag holding her and the left lumbar area exposed. The lumbar area and lower chest and hip area were prepped with betadine and draped in the usual sterile manner. We then infiltrated the incision that was initially there. We went through the same previous scar and the subcutaneous tissue was retracted and it was very easy to identify the hernia sac in the lumbar area. The hernia sac was reduced. There was a fascial gap noted over the lumbar area. We then mobilized all the subcutaneous tissue and fascia and then we elected to first reapproximate the remaining fascia with 0 vicryl and after undermining the flap we were able to use a large piece of marlex mesh to close the defect using #2-0 prolene in a running fashion. Subsequently after repairing the defect valsalva maneuver was obtained, and there was no further hernia defect noted. We elected at this point to put a jackson-pratt drain in the wound, and the defect was then closed in the area using #0 chromic for the deep layer and for scarpa¿s fascia, reapproximating the skin edges by using 4-0 vicryl. It should be mentioned that the jackson-pratt drain was left inside the wound and was brought out through a separate incision to the incision and was anchored to the skin using 3-0 nylon suture. Sponge count, instrument count were correct. The patient was then extubated and sent awake to the recovery room area in stable condition.¿ (B)(6) 2007: (B)(6) hospital. Implant sticker. Prolene mesh. Ethicon inc. [Missing records: records for the CT scan showing ¿a portion of the splenic flexure was in this area with the hernia¿ were not provided.]. (B)(6) 2008: (B)(6) hospital. (B)(6), md. Operative report. Pre-operative diagnosis: recurrent left lateral abdominal wall hernia and multiple intraabdominal adhesions. Postoperative diagnosis: recurrent left lateral abdominal wall hernia and multiple intraabdominal adhesions. Procedures: exploratory laparotomy. Lysis of abdominal adhesions with reduction of the splenic flexure from a hernia left lateral abdominal wall, followed by closure of the abdominal wall left with a dual mesh. Complications: none. Description: ¿the patient is a 48 year old having undergone a nephrectomy by dr. (B)(6), and then subsequently developed a hernia in this area that was repaired by another surgeon that has subsequently left town, and the patient has pain in the area and had a CT that showed a portion of the splenic flexure was in this area with the hernia. The patient was taken to the operating room and general endotracheal anesthesia was administered without complication. The patient was placed on his [sic] lateral side and then prepped and draped in the routine fashion. The previous incision was taken down through the skin and subcutaneous tissue coming down to the external oblique, internal oblique, and transversalis, which were opened down through the hernia, which was in the lateral portion of the incision. We basically had to open up the entire incision and then going through the hernia area, we opened up the intraperitoneal area and lysed multiple adhesions from the abdominal wall. The patient had a previous marlex mesh inserted and it was in good position. The area in question was actually very lateral and just lateral to the piece of mesh. Once the adhesions had been taken down, we took adhesive dual mesh and placed it intra-abdominally, and sewed it to the fascia superiorly, medially, laterally and inferiorly with #1 vicryl. After this had been performed, we then closed the fascia over this with a #1 prolene, the soft tissue with 2-0 chromic and the skin with a skin stapler. The patient had the wound infiltrated with 0.5% marcaine with epinephrine and did well without any complications.¿ (B)(6) 2008: (B)(6) hospital. Implant record. Implant: mesh dual 10 x 15. Lot #: 05160851. Cat #: 1dlmcp03. Size: 10 x 15. Site: flanl [sic]. Exp date: 05/01/10. 10 cm x 15 cm dualmesh to left flank. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/05160851) was implanted during the procedure. [Missing records: records for the CT scan showing ¿an inflamed, wadded piece of mesh in the intraperitoneal¿ were not provided.]. (B)(6) 2010: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnoses: chronic left lower quadrant pain and multi-recurrent left upper quadrant incisional hernia. Operations performed: diagnostic laparoscopy. Laparoscopic lysis of adhesions, approximately 30 minutes. Excision of old intraperitoneal mesh. Laparoscopic repair of multi-recurrent left upper quadrant hernia with mesh placement. Complications: none. Specimens: old intraperitoneal mesh. Indication: the patient is a 50-year-old african american female who was admitted to the hospital with chronic recurrent and worsening left upper quadrant pain, nausea, and vomiting. Her evaluation revealed a left upper quadrant, left flank recurrent incisional hernia. An inflamed, wadded piece of mesh in the intraperitoneal on CT scan, and essentially otherwise unremarkable CT scan and upper endoscopy. The patient was counseled for repair. Informed consent was obtained in the office. Description: ¿the patient was taken to the operating room, placed on the operating room table in supine position. After uneventful induction of general endotracheal anesthesia, a bump was placed underneath the left flank. A foley catheter was placed, and the abdomen and left flank were prepped with duraprep and draped with sterile towels and sterile drape. A right upper quadrant 5-mm incision was made. A veress needle was inserted into the abdominal cavity. The abdomen was insufflated with 3 liters of co2 insufflation. The veress needle was removed and replaced with a 5 mm non-bladed trocar. There were adhesions of the omentum in the small bowel to her low midline incision from her hysterectomy. Additional trocars were placed during the operation including a 5-mm upper midline, a 12-mm periumbilical, and a 5-mm left lower quadrant trocar. The adhesions to the midline were taken down using the harmonic scalpel. This allowed visualization of the previous incisional hernial. There were adhesions of the omentum to this old incision. These were taken down, revealing a wadded, fibrotic piece of mesh at the medial aspect of this incision. This was initially left on the anterior abdominal wall, as remainder of the adhesions to the incision was lysed. The patient was placed in a head-up position and rotated towards to the surgeon with the right side down as this continued and then the hernia defect at the lateral portion of the incision was mobilized. There was colon within this defect and it was completely mobilized from the defect itself and the surrounding abdominal wall also mobilized and the splenic flexure and the colon mobilized over so that there was at least a 3 cm to 4 cm area in all directions around the hernia defect. The hernia defect itself was 3 cm in width and approximately 8 cm in length at its lateral extent, which was up underneath the rib cage posteriorly. The old piece of mesh was then removed from the anterior abdominal wall using the harmonic scalpel. It was completely wadded with pressure on its prolene through-and-through sutures, which were also removed, and this was removed from the abdominal cavity and passed off the table, labeled intra-abdominal mesh, and upon further inspection outside of the abdomen, it appeared to be of gore-tex dual mesh product. A 4 x 8 piece of sepramesh ip was brought on to the field. It was trimmed down in width to about three and a quarter inches wide. It was placed into the abdominal cavity and placed over the lateral defect and over the remainder of the incision and it appeared it would cover this area well. Laterally, the mesh was fixed in place by intracorporeal suturing of the edges of the mesh to the underlying tissues and tied intracorporeally, so that the suture was placed at the most lateral extent of the mesh and then at the midpoint of the defect on the edge of the mesh. The medial portion of the mesh was then secured across the abdominal wall using the sorbafix device, so it would lie without creases or wrinkles. Additional sutures were then placed into the fascial edges of the defect laterally and 4 additional sutures were placed here and tied intracorporeally and then 3 additional through-and-through abdominal wall sutures on the abdominal wall portion of mesh were placed, holding in place as well and then, the remainder of the sorbafix tacks using approximately 1-cm intervals around its edges to fix the mesh in place to lie without creases or wrinkles against the abdominal wall. The area of dissection was inspected for hemostasis. Excellent hemostasis was present. The abdomen was desufflated. The ports were removed. The 12-mm port site closed spontaneously with the [sic] skin of each incision was closed using a 4-0 monocryl in a subcuticular technique, and sterile dermabond was used as a skin sealant. The patient tolerated the procedure well, was awake, alert, and extubated in the operating room and taken to the recovery room in good condition.¿ (B)(6) 2010: (B)(6) health system. Implant record. Sepramesh ip, bard. (B)(6) 2010: (B)(6) hospital. (B)(6)., md. Pathology report. Accession #: s10-3609. [Cli]nical history: [non]e provided. [Pr]e-operative diagnosis: [inc]isional hernia. [Pos]t-operative diagnosis: [same]. [Fin]al pathologic diagnosis: [abd]ominal wall, herniorrhaphy: incisional hernia sac with mesh. [The] specimen is received fresh in a single container labeled with the [pat]ient¿s name, old abdominal wall mesh, and consists of a 7.4 x 3.0 x [unknown] cm portion of dusky tan synthetic mesh that has a mild amount of [att]ached, grossly unremarkable fibrofatty soft tissue. Representative soft [tis]sue sections are submitted in 1a. [Mic]roscopic description: [mic]roscopic sections examined; see final diagnosis. [Left side of copy cut off.]. (B)(6) 2011: (B)(6) hospital. (B)(6), md. Procedure report. Preoperative diagnosis: persistent dyspepsia uncertain etiology. Procedure: esophagogastroduodenoscopy with biopsies. Impression: mild gastritis. Hiatal hernia incidentally noted. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: the known medical records span (B)(6) 2007 through (B)(6) 2011 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records from (B)(6) 2008 through (B)(6) 2010 were not provided. Patient information: medical history: gastritis. Hiatal hernia. 2005: renal cell neoplasm. (B)(6) 2007: incisional left lumbar hernia. (B)(6) 2008: recurrent left lateral abdominal wall hernia. (B)(6) 2010: multi-recurrent left upper quadrant incisional hernia. Surgical procedures: unknown date: hysterectomy. (B)(6) 2005: left nephrectomy. (B)(6) 2007: repair of incisional left lumbar hernia. Implant: prolene mesh. Ethicon. ¿size: 3¿x 6¿ (7.6 cm x 15cm)¿. (B)(6) 2008: exploratory laparotomy. Lysis of abdominal adhesions with reduction of the splenic flexure from a hernia left lateral abdominal wall, followed by closure of the abdominal wall left with a dual mesh. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2010: diagnostic laparoscopy, lysis of adhesions, approximately 30 minutes, excision of old intraperitoneal mesh, repair of multi-recurrent left upper quadrant hernia with mesh placement. Implant: sepramesh ip, bard. Relevant medical information: (B)(6) 2007: repair of incisional left lumbar hernia. [Implant: prolene mesh. Ethicon. ¿size: 3¿x 6¿ (7.6 cm x 15cm)¿]. Indication: ¿the patient is a 47 year old black female with a history of cancer of the left kidney who had a left nephrectomy. The patient has complained of left lumbar pain and bulging subsequent to the surgery. She was evaluated by myself at the request of dr. B. And was found to have an incisional left lumbar hernia. The patient was advised that the surgery would be necessary and all of the risks involved were explained to her in detail.¿ findings: ¿hernia through the incision was noted.¿ procedure: ¿we then infiltrated the incision that was initially there. We went through the same previous scar and the subcutaneous tissue was retracted and it was very easy to identify the hernia sac in the lumbar area. The hernia sac was reduced. There was a fascial gap noted over the lumbar area. We then mobilized all the subcutaneous tissue and fascia and then we elected to first reapproximate the remaining fascia with 0 vicryl and after undermining the flap we were able to use a large piece of marlex mesh to close the defect using #2-0 prolene in a running fashion . Subsequently after repairing the defect valsalva maneuver was obtained, and there was no further hernia defect noted. We elected at this point to put a jackson-pratt drain in the wound, and the defect was then closed in the area using #0 chromic for the deep layer and for scarpa¿s fascia, reapproximating the skin edges by using 4-0 vicryl. It should be mentioned that the jackson-pratt drain was left inside the wound and was brought out through a separate incision to the incision and was anchored to the skin using 3-0 nylon suture.¿ implant preoperative complaints: (B)(6) 2008: ¿the patient is a 48 year old having undergone a nephrectomy by dr. B., and then subsequently developed a hernia in this area that was repaired by another surgeon that has subsequently left town, and the patient has pain in the area and had a CT that showed a portion of the splenic flexure was in this area with the hernia.¿ implant procedure: exploratory laparotomy. Lysis of abdominal adhesions with reduction of the splenic flexure from a hernia left lateral abdominal wall, followed by closure of the abdominal wall left with a dual mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp03/05160851, 10cm x 15cm x1mm thick, oval]. Implant date: (B)(6) 2008: wound classification: not provided. Description of hernia being treated: ¿the previous incision was taken down through the skin and subcutaneous tissue coming down to the external oblique, internal oblique, and transversalis, which were opened down through the hernia, which was in the lateral portion of the incision. We basically had to open up the entire incision and then going through the hernia area, we opened up the intraperitoneal area and lysed multiple adhesions from the abdominal wall. The patient had a previous marlex mesh inserted and it was in good position. The area in question was actually very lateral and just lateral to the piece of mesh.¿ implant size and fixation: ¿once the adhesions had been taken down, we took adhesive dual mesh and placed it intra-abdominally, and sewed it to the fascia superiorly, medially, laterally and inferiorly with #1 vicryl. After this had been performed, we then closed the fascia over this with a #1 prolene, the soft tissue with 2-0 chromic and the skin with a skin stapler.¿ explant preoperative complaints: (B)(6) 2010: indication: ¿the patient is a 50-year-old african american female who was admitted to the hospital with chronic recurrent and worsening left upper quadrant pain, nausea, and vomiting. Her evaluation revealed a left upper quadrant, left flank recurrent incisional hernia. An inflamed, wadded piece of mesh in the intraperitoneal on CT scan, and essentially otherwise unremarkable CT scan and upper endoscopy.¿ [CT report was not provided.] Explant procedure: diagnostic laparoscopy. Laparoscopic lysis of adhesions, approximately 30 minutes. Excision of old intraperitoneal mesh. Laparoscopic repair of multi-recurrent left upper quadrant hernia with mesh placement. [Implant: sepramesh ip, bard] explant date: (B)(6) 2010: wound classification: not provided. Procedure: ¿a right upper quadrant 5-mm incision was made. A veress needle was inserted into the abdominal cavity. The abdomen was insufflated with 3 liters of co2 insufflation. The veress needle was removed and replaced with a 5 mm nonbladed trocar. There were adhesions of the omentum in the small bowel to her low midline incision from her hysterectomy. Additional trocars were placed during the operation including a 5-mm upper midline, a 12-mm periumbilical, and a 5-mm left lower quadrant trocar. The adhesions to the midline were taken down using the harmonic scalpel. This allowed visualization of the previous incisional hernia. There were adhesions of the omentum to this old incision. These were taken down, revealing a wadded, fibrotic piece of mesh at the medial aspect of this incision. This was initially left on the anterior abdominal wall, as remainder of the adhesions to the incision was lysed. The patient was placed in a head-up position and rotated towards to (sic) the surgeon with the right side down as this continued and then the hernia defect at the lateral portion of the incision was mobilized. There was colon within this defect and it was completely mobilized from the defect itself and the surrounding abdominal wall also mobilized and the splenic flexure and the colon mobilized over so that there was at least a 3 cm to 4 cm area in all directions around the hernia defect. The hernia defect itself was 3 cm in width and approximately 8 cm in length at its lateral extent, which was up underneath the rib cage posteriorly. The old piece of mesh was then removed from the anterior abdominal wall using the harmonic scalpel. It was completely wadded with pressure on its prolene through-and-through sutures, which were also removed, and this was removed from the abdominal cavity and passed off the table, labeled intra-abdominal mesh, and upon further inspection outside of the abdomen, it appeared to be of (sic) gore-tex dual mesh product. A 4 x 8 piece of sepramesh ip was brought on to the field. It was trimmed down in width to about three and a quarter inches wide. It was placed into the abdominal cavity and placed over the lateral defect and over the remainder of the incision and it appeared it would cover this area well. Laterally, the mesh was fixed in place by intracorporeal suturing of the edges of the mesh to the underlying tissues and tied intracorporeally, so that the suture was placed at the most lateral extent of the mesh and then at the midpoint of the defect on the edge of the mesh. The medial portion of the mesh was then secured across the abdominal wall using the sorbafix device, so it would lie without creases or wrinkles. Additional sutures were then placed into the fascial edges of the defect laterally and 4 additional sutures were placed here and tied intracorporeally and then 3 additional through-and-through abdominal wall sutures on the abdominal wall portion of mesh were placed, holding in place as well and then, the remainder of the sorbafix tacks using approximately 1-cm intervals around its edges to fix the mesh in place to lie without creases or wrinkles against the abdominal wall. The area of dissection was inspected for hemostasis. Excellent hemostasis was present. The abdomen was desufflated. The ports were removed. The 12-mm port site closed spontaneously with the [sic] skin of each incision was closed using a 4-0 monocryl in a subcuticular technique, and sterile dermabond was used as a skin sealant.¿ (B)(6) 2010: pathology report: ¿final pathologic diagnosis: [abd]ominal wall, herniorrhaphy: incisional hernia sac with mesh. [The] specimen is received fresh in a single container labeled with the [pat]ient¿s name, old abdominal wall mesh, and consists of a 7.4 x 3.0 x [unknown] cm portion of dusky tan synthetic mesh that has a mild amount of [att]ached, grossly unremarkable fibrofatty soft tissue. Representative soft [tis]sue sections are submitted in 1a. [Mic]roscopic description: [mic]roscopic sections examined; see final diagnosis. [Left side of copy cut off.]¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use also includes a precaution, ¿do not use absorbable sutures or cutting needles to secure the device in place.¿ the instructions for use further state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05160851. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, additional surgery. Additional event specific information was not provided.